Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-8400ds was received for investigation. Visual evaluation noted that the edges of the outer tube had chipped. Functional testing was performed, and the complaint allegation (of debris produced) could not be replicated. The inner tube is functioning as it is intended. No problem found. The most likely cause of the reported failure can be attributed to user error of the device due to the device coming in contact with another device during use. Refer to allegation photos. Complaint allegation is not confirmed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Visual evaluation noted that the edges of the outer tube had chipped. Functional testing was performed, and the complaint allegation (of debris produced) could not be replicated. The inner tube is functioning as it is intended. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic shoulder surgery metal debris was produced. The metal abrasion could not be retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.